Manufacturer narrative:
Investigation findings: the battery was received for evaluation and the reported problem was confirmed. Both terminals of this battery were found melted from being shorted. The surecharge battery sterilization/charging case information for use (IFU) warns the user of the following: 1. Do not short circuit the surecharge battery sterilization/charging case contacts or allow them to come into contact with metal objects. This could cause a shock or burn injury, damage the battery pack and/or the charger. 2. Inspect battery pack for damage (i.e.,cracks in battery casing) prior to placing it in the surecharge battery sterilization/charging case. Do not use or sterilize damaged battery packs. If damaged, and leakage or residue is noticed, do not allow it to come in contact with skin, eyes or clothing; burns may result. If it does, flush area with copious amounts of water and seek medical attention immediately. Dispose of or recycle properly. 3. Inspect the surecharge battery sterilization/charging case for any damage, such as: damaged or worn connectors on the underside or within the case, faulty and/or missing battery clips, cracks, dents, or broken latches. If damage is found, do not use. Sterility may be compromised and patient infection may occur.

Event description:
It was reported that during charging of this battery with the surecharge battery sterilization/charging case, the battery terminals melted. There was no patient involvement, injury or surgical delay associated with this event.